Manufacturer narrative:
Device evaluation: analysis of the returned device identified: opening on anterior, wear abrasion and weight to the spec. A visual and microscopic analysis was performed which identified: striated opening on anterior and crease fold. Base on the device analysis the final assessment is: a striated opening assessed as surgical damage.

Event description:
Patient reported experiencing a right side ¿implant rupture.¿ healthcare professional reported a right side "late seroma, and bilateral exchange from textured to smooth implants due to the patients concerns with the product." The device has been replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and seroma. Information contained in this report was previously submitted through asr/psr on 10/aug/2015.

Event description:
Patient reported experiencing a right side implant rupture. Healthcare professional reported a right side "late seroma, and bilateral exchange from textured to smooth implants due to the patients concerns with the product." The device has been replaced.